Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented for a routine generator change, fluoroscopy was performed prior to the procedure and externalized conductors were observed on the lead. The lead was electrically stable. The procedure was rescheduled to have second opinion from another physician. It was concluded that the lead had insulation abrasion. Physician planned to electively cap and replace the lead. However, the distal left subclavian vein was occluded and physician was unable to replace the lead. The lead remained implanted and active. Device was changed-out. Patient¿s condition was stable. Based on the review of the diagnostic views provided to abbott (st. Jude medical), the conductors appear to be externalized.